Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, and the customer was unable to use the tandem-provided usb charging cable due to it being damaged. Additionally, the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no reported adverse effect to the customer's blood glucose level. The customer continued to use pump for insulin therapy, and a new charging cable was sent to the customer.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery-not charging issue was verified, but the battery - hot to touch and hw: usb cable-not charging issue could not be verified. The information will be used for tracking and trending purposes.